Event description:
Doctor reported that the driver tip (tw1.25l) fractured while tightening the abutment with ratchet wrench at 30 ncm. He also stated that he removed the fractured part and completed the procedure with another instrument.

Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured and no longer functions. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and one similar complaint was found for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: prepare the implant for healing ¿ step 7. Locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. Complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. UDI: (B)(4).